Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer went to the hospital on (B)(6) 2016 due to high blood glucose. Customer was treated and released. Customer's blood glucose levels were not reported. It was reported that customer had a history of having diabetic ketoacidosis. Customer declined assistance from helpline.